Manufacturer narrative:
The sensor was returned from the field. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Review of available in vitro and in vivo sensor data did not identify a device malfunction. Customer care has not been notified of the result of a medical evaluation at the time of reporting. Pain/redness at insertion/removal site is a known and anticipated potential adverse effect typically resolves on their own without medical treatment. A cause of the reported pain occurring several months after the insertion procedure could not be determined based on the information available, but it may be related to patient-specific factors.

Event description:
On april 6, 2026, senseonics was made aware of an incident in which the user reported pain at the sensor insertion site extending down the arm. The user indicated that the symptoms had been present since the insertion procedure and occurred independently of system use. The user was advised to follow up with their healthcare provider for further medical evaluation. Based on clinical review, a sensor replacement was approved to address the reported concern.